Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she first became aware of the alleged meter inaccuracy on (B)(6) 2017 around noon, when she obtained inaccurate high blood glucose readings of ¿180 and 178 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with a combination of medications, including glipizide and insulin. The patient reported that around noon on (B)(6) 2017, she had felt that her sugar level was low, and had developed symptoms of ¿palpitations, shaking and sweating¿. She tested her blood glucose and obtained the results of ¿180 and 178 mg/dl¿, which she felt were not correct. Around 15-30 minutes later she retested on the subject meter and obtained ¿78 mg/dl¿, and self-treated the symptoms by consuming some ¿sugar/candy¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.